Event description:
The account alleged the bed exit can be set with just the weight of mattress only. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.